Event description:
It was reported that the screw of the instrument was missing, causing the instrument's "jaw" to be loose. The instrument was used intraoperatively. No patient injury was reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.